Event description:
ICU patient was on continuous insulin infusion at 8.1 ml/hour. ICU nurse hung new infusion bag (100 units insulin in 100 ml normal saline). MRI technician and patient' s primary nurse primed the tubing for the MRI infusion pump (approximately 15 ml of 100 ml bag). ICU nurse and MRI technician did two person verification for 6 rights of medication administration and for the actual infusion pump settings. In addition to setting a rate of 8.1 ml/hr, these 2 clinicians set a total volume to be infused as 20 ml. MRI was performed, then on completion, IV bag was noted to be empty (estimated total of infusion= 80 ml), patient's IV site was swollen, slightly firm to touch with likely extravasation of the infusion. Prompt identification, prompt evaluation and prompt interventions limited effect on patient to mild harm as evidenced by "drop in blood glucose that occurred more quickly than expected." Medical intervention was necessary to treat effects of rapid infusion of IV insulin drip, resulting in hypoglycemia in patient with multiple medical comorbidities including dka, resulting in increased frequency of blood glucose monitoring, administration of IV fluids, and administration of d50w IV push. Order for continuous IV infusion of regular insulin (100 units) in 100 ml ns was discontinued at approximately 1620 after event was identified. Patient continued to have decrease in blood glucose levels without receiving insulin for approx. 24 hours. Rate of decrease in blood glucose levels was maintained in acceptable range through administration of d50w boluses, change in IV fluids to 05 in lactated ringers at 150 muhour. Monitoring blood glucose levels every 30 minutes to 1 hour for 18 hours after this event. Precipitous drop in blood glucose occurred at approx 0130 on (B)(6) 2025 requiring change to d10w IV continuous infusion and two 50 ml bolus doses of d50w. This event had high potential for serious injury in an already critically ill patient. Potential for serious injury includes: severe hypoglycemia, acute renal failure, neurologic compromise and end organ damage. During diabetic ketoacidosis (dka) treatment, blood glucose should decrease gradually, at about 50 mg/dl per hour. Rate of decrease to> 100mg/dl per hour may result in dangerous fluid shifts and cerebral edema. The rate often slows to 30-50 mg/di per hour as levels drop, with dextrose added to IV fluids when glucose falls below 200-250 mg/dl to maintain a safe decline and allow insulin to continue resolving ketones. Continuous insulin infusion was discontinued after this event occurred, but it appears that patient had absorption of intradermal/subcutaneous insulin from the extravasation/IV infiltration that also affected patient at time of this event. No insulin was administered to patient from time of event until 2230 on (B)(6) 2025 (approximately 30 hours after event.). Patient received doses of 50 ml d50w at 1610, and 25 ml d50w at 2305 on (B)(6) 2025. Then on (B)(6) 2025 patient required continuous infusion of d10w at 75 ml/hour and 50 ml d50w IV boluses at 0127 and 0422. Discontinuation of IV continuous insulin infusion and aggressive medical treatment prevented this patient from experiencing precipitous drops in blood glucose after this event.